Manufacturer narrative:
(B)(4). Kim, y. H., park, j. W., jang, y. S., kim, e. J. (2025) comparison of highly cross-linked and conventional polyethylene during simultaneous bilateral cruciate-retaining total knee arthroplasties. The journal of bone and joint surgery, inc. 108(9), 664-70 http://dx.doi.org/10.2106/jbjs.25.00621. B3: event date - date of publication. D10: concomitant devices - unknown nexgen tibial component catalog#: ni, lot#: ni, unknown nexgen articular surface catalog#: ni, lot#: ni. E1: contact - correspondence author. G2: report source - foreign: south korea. H6: component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one (1) patient underwent a knee arthroplasty revision to address aseptic loosening of the femoral component. Attempts have been made; however, no additional information is available.